Manufacturer narrative:
This report is being filed to provide additional information. Investigation: according to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic leukocytapheresis with a frequency of 5.7%.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: according to the article, 'leukocyte depletion by therapeutic leukocytapheresis in patients with leukemia,' holig & moog stated that wbcd procedures are used to symptomatically treat patients with high wbc counts that are the result of an underlying diseases, such as leukemia. These patients are not healthy individuals and often may be in crisis mode prior to the procedure. Patients undergoing this treatment may have pre-existing blood conditions such as anemia (low hematocrit (hct) / hemoglobin).the elevated wbc counts in these patients leads to an increase in blood viscosity, which in turn causes poor separation of the blood during the centrifugation process during the apheresis procedure. This can result in the collection of plasma, platelets, and rbcs with the wbc during the procedure. Under optimal condition, the hematocrit of the collected product can range from 3-5%. Per the article, the loss of platelets and rbcs can result in anemia. Root cause: based on the risk assessment, literature review, clinical findings, physician review, and dlog analysis, the root cause for the adverse reaction of anemia is inconclusive. Possible causes include but are not limited to the patient's disease state and/or the nature of wbcd procedures. Citation: hölig, k., & moog, r. (2012). Leukocyte depletion by therapeutic leukocytapheresis in patients.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: a physician evaluated the adverse event for causality. The physician determined that the adverse event were related to the treatment of the patients underlying disease. Additionally, it was determined that the device did not contribute to the adverse event. Based on the physicians assessment, the adverse event was either probably or possibly related to the apheresis procedure and the patients underlying disease. According to the article, 'leukocyte depletion by therapeutic leukocytapheresis in patients with leukemia,' holig & moog stated that wbcd procedures are used to symptomatically treat patients with high wbc counts that are the result of an underlying diseases, such as leukemia. The diagnosis for the patient is unknown, hence, the article is a reference for adverse events that can occur and should be monitored for during a therapeutic leukocytapheresis procedure. Examples of contraindications from wbcd procedures are listed in the article which includes anemia and thrombocytopenia. Additionally, holig & moog states that patients should be asked about parasthesia due to hypocalcaemia and recommends they receive calcium supplements. Also, calcium and potassium levels should be monitored and corrected by intravenous infusion, if necessary. Furthermore, the article also recommended to perform continuous measurement of heart rate and blood pressure monitoring in these patients undergoing leukocytapheresis procedures. Investigation is still in process. A follow-up report will be provided. Citation: hölig, k., & moog, r. (2012). Leukocyte depletion by therapeutic leukocytapheresis in patients with leukemia. Transfusion medicine and hemotherapy, 39(4), 241¿245.http://doi.org/10.1159/000341805.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient was undergoing a white blood cell depletion (wbcd) procedure. Approximately 2 hours post procedure, the patient experienced anemia. Per physician's order, a red blood cell (rbc) transfusion was given to the patient. The customer stated that the patient's anemia was resolved and the patient recovered. Patient's age, gender and weight are not available at this time. The wbcd collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf confirmed that the spectra optia device operated as intended and no system or device malfunction was identified that may have contributed to the reported event. Investigation is in process. A follow-up report will be provided.

Event description:
Due to EU personal data protection laws, the patient's age is not available from the customer. Patient's gender and weight were obtained from the run data file (rdf).